Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare provider. The pump was delivering morphine at the time of the event. The issue was found during surgery. The patient was (B)(6), with conditions of hypertension, adhd with anxiety, new onset of gout, chronic back pain with narcotic dependency, depression, 30-pack year history of smoking (currently a smoker), multiple previous lumbar surgeries, as well as cervical fusions, and erectile dysfunction. The patient had severe lumbago with bilateral extremity radiculopathy, neurogenic claudication, failed back syndrome, with severe degenerative disk disease, lumbar spondylosis, broad base disk bulging with degenerative rotoscoliosis, levoscoliosis, with cauda equina and exiting nerve root compression leading from t12-l1, l1-l2, l2-l3, and l3-l4 with previous attempted fusion with possible pseudoarthroses at l4-5 and l5-s1. On (B)(6) 2007 the patient presented with the chief complaint of severe low back pain with bilateral extremity pain, numbness and tingling that was un-responsive to multiple forms of conservative therapy. His low back pain was out of proportion to the patient's lower extremity symptoms. The patient had tried and failed multiple forms of conservative therapy including but not limited to physical therapy management, physical medicine rehabilitation, time, multiple forms of medication including narcotics. The patient could hardly stay awake during examination. Because of the narcotics he has obtained, he has not worked and performed his engineering activities for quite some time over many years since his accident occurred according to the patient and his family. MRI (magnetic resonance imaging) and CT (computerized tomography) scan and lumbar spine x-rays with flexion and extension films were obtained as well as a myelogram which revealed extensive scar tissue with t12-l1, l1-2, l2-3, l3-4, cauda equina and existing nerve root compression with severe spinal stenosis with significant levoscoliosis and loss of lordotic curvature with a thick significant kyphotic deformity with flat back syndrome, previous attempted fusion at l4-5 and l5-s1. Operations performed: t12-l1, l1-2, l2-3, l3-4 lateral extracavitary approach for extradural decompression of cauda equine and exiting nerve roots, osteophyte disk spur complex; t12-l1, l1-2, l2-3, l3-4 arthrodesis via lateral extra cavitary approach with an extensive discectomy, partial corpectomy to prepare the disk space for arthrodesis utilizing bone morphogenic protein, demineralized bone matrix, products of allograft and autograft; t12-l1, l1-2, l2-3, l3-4 posterior lateral arthrodesis utilizing demineralized bone matrix, beta tricalcium phosphate, bone morphogenic protein, products of allograft and autograft; application of a biomechanical synthetic device cage at t12-l1, l1-2, l2-3, and l3-4; anterior instrumentation at l2-3; posterior instrumentation percutaneously placed at t12-l1, l1-2, l2-3, and l3-4; application of a biomechanical synthetic cage at t12-l1, l1-2, l2-3, and l3-4; aspiration of bone marrow aspirate through a separate incision for the purpose of bone marrow grafting; re-exploration of lumbar arthrodesis l4-5 and l5-s1; re-arthrodesis l4-5 and l5-s1 bilaterally utilizing demineralized bone matrix, beta tricalcium phosphate, bone morphogenic protein, allograft and autograft; bilateral lumbar decompression posteriorly with foraminotomies, laminectomies, facetectomies at l2-3, l3-4 through a minimally invasive approach with nuvasive retractor system; utilizing the operating microscope per the microscopic technique; c-arm fluoroscopy with interpretation of films; injection of subarachnoid intrathecal duramorph for analgesic purposes; injection of epidural into the epidural space with duramorph, amicar, avitene, and depo-medrol; bilateral facet blocks from t12-l1, l1-2, l2-3, l3-4, l4-5, and l5-s1 with injection into the intramuscular subcutaneous tissue as well for analgesic purposes; neurologic and physiologic monitoring was utilized in conjunction with neuro vision with emg and somatosensory evoked potentials, motor evoked potential, pedicle screw monitoring and neuro vision monitoring through the psoas as well as direct nerve root stimulation. During the closure of the decompressive procedure the catheter was incised with a knife directly through where the morphine pump catheter proceeded through. A straight connector was used through a shunt system that fit very easily was attached and secured using a 3-0 silk. The proximal catheter that was attached to the morphine pump was pulled right through and it was quite clear that this was fractured proximal to distal to the morphine pump, but proximal to the intrathecal site, so a decision was made to tie off the intrathecal site to prevent csf (cerebrospinal fluid) draining to the surgical site. It was clear that the morphine pump was injecting morphine into the intramuscular and subcutaneous layer and the catheter was clearly gradual and appeared to be aged. Postoperatively the patient was sent to the intensive care unit because he was somnolent with minimally responsive pupils, possibly related to medication withdrawal. Postoperative day number one the patient was hypertensive with systolic pressures over 180 with other vital signs stable. He remained on the ventilator and had decreased lung sounds in bases and oxygen saturations of 96% on 50% oxygen. The patient did awaken and become more active. The patient was placed on a fentanyl drip and given propofol. Postoperative day number two the patient was still on the ventilator and more relaxed and fighting less. On hospital day number three the patient's blood pressure also remained elevated. He was managed with IV (intravenous) labetalol as well as other medications down an oral gastric tube. The patient was weaned and able to maintain his airway with intubation temporarily. After extubation he calmed down and was able to answer some questions appropriately. On hospital day number five the patient still required IV dilaudid for management as well as oxycontin and flexeril. The patient was able to tolerate diet and oral medications. The patient gradually improved and was discharged on (B)(6) 2007 with a diagnosis of fractures found in the morphine pump catheter line as it passed through deep soft tissue in more than one location. The patient's medications at discharge included: oxycontin 20 mg one by mouth twice a day, vicodin one or two every four to six hours as needed for break through pain, flexeril 10 mg one by mouth every six hours as needed for muscle spasms, colace or other laxatives to maintain bowel function, z-pack as directed, concerta 36 mg by mouth daily, clonidine patch 0.1 mg weekly, atenolol 50 mg twice a day, androgel as previously directed, lisinopril 20 mg by mouth daily, hydrochlorothiazide 25 mg one by mouth daily, effexor 75 mg by mouth daily, and lyrica 75 mg by mouth daily.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the catheter was leaking in 2007 per the patient. The patient was going to have a different spinal surgery and the healthcare provider was asking about doing an MRI with the pump implanted. The pump was discontinued in 2007 and would now be removed with the spinal surgery. The patient had not used the pump since 2007 and did not have a managing healthcare provider for the pump. The pump had not been filled since 2007 when the catheter was leaking so it was empty. There were no patient symptoms reported. The drug being delivered at the time of the event, when the patient first started to experience the leaking catheter, symptoms the patient experienced, troubleshooting performed and the cause of the catheter leaking, and clarification of the discontinuation of the pump therapy in 2007 not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.